Event description:
Drill bit tip broke off in the patient's right acetabulum. The 2.5 drill bit measures 180 cm at full length. When the drill bit was handed back to the scrub person, the tip was noted to be broken, which then measured 150 cm with the threaded tip missing. Dr. Is aware and the patient was discharged to rehabilitation in good condition.